Event description:
It was reported that there was an issue with a component of columbus knee system. According to the complaint description, this knee implant was "defective and failed prematurely because the ceramic coated surface fails to properly adhere to the cement". There was postoperative mechanical loosening. It was noted that the surgeon easily removed the implant by hand during the revision. Additional information was not provided.

Manufacturer narrative:
The adverse event is filed under aesculap reference no. (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The adverse event is filed under aesculap reference number: (B)(4). Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures/preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Update: the medical device was updated to nr409z - as femur extens.stem 5° d19x117 cem.less. It is now considered to be an involved component. This refers to the right knee.

Manufacturer narrative:
The adverse event is filed under aesculap reference no. (B)(4). A. Section - patient data, b5. Description updated, b6. Test results, b7. Medical history, d1&2. Brand name, common device name, product code, d4. Material, batch, expiration date, d6. Explant date, f9. Approximate age of device.